Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after revision the surgeon's plan was to convert to a constrained liner and ts ceramic head. Removed primary liner and head. Implanted constrained liner and put on 36+12 ts ceramic head. While doctor was reducing the hip he crushed the side of the constrained liner. The surgeon then removed the liner and head again. And then implanted a new constrained liner and a ts ceramic 36+8.5 head. After reducing the patient they ran him through a range of motion where the liner was pulled from the cup. They took everything back out and put it back in. They ran him through a range of motion again and the liner disassociated from the cup again. At that point we took everything out and implanted a 456 x 40 +4 10 degree liner with a 40 bipolar head. After running everything through a range of motion doctor was happy with stability and he closed up. Doe: (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : hf8861. Device history batch : null. Device history review : a worldwide complaint database search found additional related reports against the provided product code/lot code combination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.